Manufacturer narrative:
Weight - unk. Ethnicity - unk. Race- unk. PMA/510k - this product is not marketed in the us. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 13.2 mm, vticmo13.2, -11.0/2.0/092 (sphere/cylinder/axis), implantable collamer lens, was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem.

Manufacturer narrative:
Corrected data: h6 - device code 1494: off-label use (over 45yrs of age at date of implant) should be corrected to device code 1494: off-label use (under 21yrs of age at date of implant). Claim#: (B)(4).

Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Date of event was corrected to (B)(6) 2020. Device code 1494: off-label use (over 45yrs of age at date of implant). Claim#: (B)(4).